Manufacturer narrative:
Reported event: an event regarding disassembly issue involving a specialty guide was reported. The event was not confirmed.

Event description:
Pin got stuck in custom cutting block during surgery.